Event description:
The sheath introducer from pig tail catheter was lost during a planned endoluminal stent graft procedure. Unable to be located and it was not visible under fluoroscopy. The pigtail catheter was used with the sheath introducer on a 14r sheath as part of the elg. The instrument count was incorrect at the completion of the elg. The sheath introducer was noted to be missing and was unable to be located despite a thorough search. The surgeon was notified. The patient was examined and blood flow to the feet did not appear to clinically compromised. The sheath introducer is not radiopaque, so it was unable to be seen using the image intensifier. The patient underwent a routine CT a week later and a filling detect was noted in the r iliac artery, and the sheath introducer was then surgically removed the following day.

Manufacturer narrative:
Evaluation: still under investigation.